Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's eye. The surgeon indicates the lens rotated and there is a plan to exchange the lens to a larger size. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.